Event description:
It was reported that during a breast biopsy a piece of the plastic applier was noticed at the incision site, after the dr removed the probe from the pt's breast. The plastic piece was successfully removed and the probe was replaced and a second clip deployed into the biopsy cavity. There was no pt consequence.

Manufacturer narrative:
Date sent 10/12/2004.